Manufacturer narrative:
The customer reported no patient involvement is associated with the event. The device is not coming back as the ventilator is no longer at the customer facility as it was traded in for another ventilator.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion and circuit disconnect alarms while using the avea ventilator. The customer performed transducer calibrations, but only to have repeated failure. The customer requested a dispatch from carefusion (cfn) technical support to have a cfn field service representative evaluate and repair the suspect device. At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event.